Event description:
It was reported that pt has been reimplanted with a new device on (B)(6) 2013. No further info is available at this time.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.